Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/13/2023. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed in august 2023. Upon review of the images, it was noted that "some" of the hydrogel was located below the serosa, with a potential presence of a small amount of hydrogel under the muscularis. Additionally, it was also reported that following the placement procedure, the patient has not yet received radiation treatment. The patient was reported to be asymptomatic. Boston scientific corportation has been unable to obtain additional information, despite of the good faith efforts (gfe).